Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effect of dissection, as listed in the instructions for use, is a known patient effect that may be associated with the use of a coronary device in native coronary arteries. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The procedure was to treat a heavily tortuous, de novo lesion in the mid circumflex (mlcx). Pre-dilatation was performed with a trek 2.5x15 mm balloon catheter at nominal pressure of 8 atmospheres. The vessel was well dilated. The 2.5x28 mm implant delivery system would not cross the lesion site and a vessel dissection occurred. A xience xpedition 2.5x28 mm managed to cross and was well apposed to the vessel wall. There was no clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.